Event description:
It was reported that this right ventricular (rv) lead was explanted after one week implanted because when it was interrogated there were high thresholds, even when it was removed was giving the same results, therefore it was removed and replaced. Lead did not appear to have moved or have anything wrong with it upon visual inspection. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted after one week implanted because when it was interrogated there were high thresholds, even when it was removed was giving the same results, therefore it was removed and replaced. Lead did not appear to have moved or have anything wrong with it upon visual inspection. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.